Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) due to high sensing integrity counter (sic) and high rate non-sustained episodes. It was noted that the rv lead sic amount had been intermittently increasing with gradual yet high variability for several months. Additionally, slight noise/artifact was noted on the rv lead upon review of saved episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a second lead integrity alert (lia) was triggered due to three high-rate non-sustained episodes and a high sensing integrity counter (sic). It was noted that the short v-v interval count had been variable but very for approximately a year. Slight noise/artifacts related morphologies were observed/recognized on both channels with limited amount of oversensing/noise visible on the electrograms (egm). Previously the rv lead showed p-wave oversensing and the tip to ring had no oversensing. Now the lead integrity alert (lia) has been triggered for a very high sensing integrity counter (sic).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) due to high sensing integrity counter (sic) and high rate non-sustained episodes. It was noted that the rv lead sic amount had been intermittently increasing with gradual yet high variability for several months. Additionally, slight noise/artifact was noted on the rv lead upon review of saved episodes. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that a second lead integrity alert (lia) was triggered due to three high-rate non-sustained episodes and a high sensing integrity counter (sic). It was noted that the short v-v interval count had been variable but very for approximately a year. Slight noise/artifacts related morphologies were observed/recognized on both channels with limited amount of oversensing/noise visible on the electrograms (egm). Previously the rv lead showed p-wave oversensing and the tip to ring had no oversensing. Now the lead integrity alert (lia) has been triggered for a very high sensing integrity counter (sic). It was further reported that the rv lead exhibited further evidence of a integrity issue including varying and low impedance.